Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high thresholds, as well as loss of capture (loc) due to dislodgement. The lead was explanted at the same time as the non boston scientific right ventricular (rv) lead was removed. To date, no addiitonal adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.